Event description:
It was reported that the uv disconnect cap became disconnected from the spike of the uv flash transfer set during peritoneal dialysis therapy. The patient reported that it was unknown when and how these products became separated. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the uv disconnect cap was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.